Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was done which observed loose dark particulate matter (pm) inside the fluid pathway of the bag. Stereomicroscopic examination revealed the presence of a single black, polymeric appearing, flat particle with curled edges that measured approximately 6.7mm at its longest linear dimension. The visible pm in the empty container was a fragment of black polypropylene as characterized using fourier transform infrared spectroscopy (ftir) test; this material is intrinsic to the manufacture of the bag. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter (pm). The pm was further described as black flaky foreign matter. This issue was identified before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.